Event description:
Surgeon reports observation of glistenings in the left eye but no adverse event had been experienced in this eye. The fellow eye is also implanted with same model intraocular lens and blurred vision is reported (ref. Mfg. #1119421-1998-01032). The surgeon is questioning any potential future problems with the lens.